Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the customer through a pump reset, which resolved the issue as the error did not reappear, and the customer was able to successfully start their sensor session.